Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbc3d1 ICD implanted: (B)(6) 2013; 6944-58 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported a lead alert occurred due to high right ventricular pacing lead impedance. It was further reported the impedance was 1026 ohms and baseline had been approximately 800 ohms. The lead remains in use and alert parameters adjusted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range at 1026 ohms on (B)(6) 2016 and memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising steadily from 817 ohms to 969 ohms between (B)(6) 2014 and (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.